Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes over time in patients with hostile neck anatomy undergoing endovascular repair of abdominal aortic aneurysm yolanda bryce, wonho kim, barry katzen, james benenati & shaun samuels j vasc interv radiol (2018) 29, https://doi.org/10.1016/j.jvir.2018.03.0. Exact implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant sent graft systems were implanted into patients for the endovascular treatment for abdominal aortic aneurysm (aaa) on dates between january 2004 and december 2013. The following adverse events were reported: type ia endoleaks and aneurysm enlargement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.